Event description:
Customer reported having multiple occlusion alarms. There was no reported impact to the customer¿s blood glucose level. No additional information was received regarding the outcome of the event as the call was disconnected and there was no answer upon callback.